Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen corner and an inoperable device, and the user switched to backup therapy while maintaining blood glucose within range. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention or hospitalization. Investigation included device history record review, complaint trend review, and request for return and evaluation of the affected device. Investigation of this case revealed physical damage consistent with impact. It was concluded that the event was due to user-induced physical damage, and device replacement was initiated.